Manufacturer narrative:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Rxsight's first awareness this event was (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. The lens was visually inspected. No issues were found. Optical testing could not be performed due to the condition of the lens.

Event description:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Rxsight's first awareness this event was (B)(6) 2022.